Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have multiple indentations/burrs on the edge of the distal idler pulley to be related to the customer reported complaint. There were pieces missing, the biggest piece measuring proximately 1.00 mm x 0.40 mm. The grip cable adjacent to this damaged pulley was found to be derailed. The instrument was found to have a derailed grip/yaw cable from its normal position at the distal idler pulley. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a pulley out of the joint. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis confirmed initial findings. There is a dislodged fragment from the distal idler pulley, likely due to what caused the mechanical indentation.

Event description:
Refer to h11 for follow-up information.